Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the batteries. Installed new battery pack. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system indicated a precharge error during inspection. No pt involvement reported.